Event description:
It was reported that, while in use on a patient, the inspiratory and expiratory tidal volumes on a 980 ventilator displayed at zero while the breath loops in the graph were still visible, and the ventilator generated an error message. Although ventilation did not stop, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.